Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. Ac power was applied to the rf generator and the system was powered on successfully. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed.

Event description:
Ports one and two would not heat to the desired temperature during the procedure. The procedure was cancelled with no adverse patient consequences.